Event description:
It was reported that during embolization of renal artery aneurysm the balloon (subject device) was advanced into the patient¿s anatomy and an attempt to inflate it was made. However, the balloon (subject device) did not inflate. When retrieved from the patient's anatomy the balloon (subject device) was found to be ruptured and contrast agent was leaking out. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional tests were not performed due to the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated flush was given when the transform was taken out from the dispenser hoop, the entire system was flushed with a saline-contrast mixture. There was no resistance when the guidewire (gw) was inserted. The contrast agent was diluted at 80%. The size of the concomitant device used was a gw: 0.014¿. There were no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body prior to the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue balloon leaked during use, balloon burst/ruptured during use, and balloon failed to inflate.

Event description:
It was reported that during embolization of renal artery aneurysm the balloon (subject device) was advanced into the patient¿s anatomy and an attempt to inflate it was made. However, the balloon (subject device) did not inflate. When retrieved from the patient's anatomy the balloon (subject device) was found to be ruptured and contrast agent was leaking out. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available.